Event description:
It was reported that the adjustment driver was being used to back up a screw. While backing out the screw, two prongs on the distal end of the driver broke off.

Manufacturer narrative:
Method: device history review and device inspection. Results: the customer reported event was confirmed via visual inspection. The device was inspected and the two prongs at the tip of he tool were confirmed to be broken off. Only one piece of broken fragments was returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified conclusion: the most likely cause of the reported event was determined to be the misuse of the instrument.

Event description:
It was reported that the adjustment driver was being used to back up a screw. While backing out the screw, two prongs on the distal end of the driver broke off.